Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device, damaged to the front panel and lcd was noticed. The evaluation reported that the report error code was due to faulty pcbs or faulty foot pedal. The faulty parts were replaced, and the device was returned to the user facility. The subject device was returned to olympus for device evaluation and the reported e433 generator error code could not be duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, the investigation reported that one of the temporary errors listed in the technical cause was the cause of the error message e433. According to the investigation, error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). This case was addressed by CAPA (B)(4) "e433 error caused by steute footswitch", implemented on 30.03.2015. Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective generator board (permanent error). Defective hvps board (permanent error). Defective motherboard (ntc1, permanent error). Defective motherboard (adc, permanent error). Defective relay board (permanent error) a deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. In general, in the case of permanent error patterns, it can be assumed that only one component was faulty. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hf unit "esg-400" exhibited e433 generator error code. The event occurred during an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being submitted as a correction to the initial report for field h6. The initial report did not have the correct codes in field h6 for the investigation findings and investigation conclusions, and did not have complete coding for the type of investigation. The coding has been updated. Olympus will continue to monitor the field performance of this device.